Event description:
Reporter indicated that a pt was having increased seizures. The seizure increase is from not being able to increase to vns settings due to high lead impedance at higher setting per the reporter. The lead has been implanted for nearly nine years. A lead discontinuity is non suspected as the vns diagnostics indicate therapy is being delivered. The pre-vns seizure level is unk. X-rays reviewed by the manufacturer did not identify any lead anomalies. The pt has since had a lead revision and prophylactic generator replacement due to incompatibility with the new lead. Scar tissue and fibrosis were noted around the electrodes during surgery per the reporter. The explanted lead and generator have been returned and are currently in product analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.